Event description:
Customer reported that two erroneous low glum (glucose) results were generated by the unicel dxc 800 synchron system. Quality controls were run between the two events and the results were within specification. The low results were flagged by a system generated critical rerun feature and automatically retested. The repeated results were within expectations. None of the erroneously low pt results were reported out of the laboratory. There was no change to the pt's treatment related to this event. The customer continued to process additional samples with no indications of error.

Manufacturer narrative:
Customer provided quality control (qc) printouts for review. This review did not identify any anomalies; the quality controls are within specification. Service was dispatched to the site. The instrument was examined and evaluated for qc, calibration and precision. All testing was within specification. The stirrer motor was replaced. No definitive root cause of this event could be determined. This report accounts for a single malfunction event in which multiple incorrect data points were generated. No incorrect results were reported out of the laboratory. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.